Manufacturer narrative:
Batch review performed on 22 august 2022. Lot 2005772: 100 items manufactured and released on 16-sep-2020. Expiration date: 2025-sep-03. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 5 months after the primary surgery, the surgeon revised the liner with a thicker one (from 12 to 17 mm) due to instability.